Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedances measuring 142 ohms. It was noted there was no observations of noise and all other lead measurements are within normal limits. Technical services (ts) suggested to consider a max energy commanded shock. Ts suspects the start of calcification on the lead. The sales representative will discuss with the physician. At this time, the rv lead remains in service.